Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the customer returned the power supply. An investigation was performed on the returned component and the alleged malfunction was confirmed.

Event description:
It was reported that during service an, 840 ventilator had a varistor vr2 severally thermally damaged. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.